Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe was unable to recreate the issue observed by the customer. The fe checked the holding force of plunger clamp 1 and it was within specification. The fe inspected the tip clamp and the tip sleeve and observed wear on the inside of the sleeve. Fe also observed that one of the prongs in the tip clamp was bent outward. The fe replaced the tip clamp and sleeve. The fe performed splld checking procedure and tested the summit with (B)(4) software. The instrument was tested without problem. The instrument is performing as expected.